Event description:
It was reported the patient had his spectra penile prosthesis removed due to infection. No further patient complications were reported in relation to this event.

Manufacturer narrative:
The spectra cylinders were visually inspected and functionally tested. Both cylinders performed the bend test within specifications. One cylinder had holes in the outer tube that was the result of tool damage that exposed inner segments. This cylinder was functional.